Event description:
Dealer stated that the end user either fell into their ta4t wheelchair or fell out of the chair, breaking both clothing guards. Dealer alleged the patient had some bruising, wasn't sure where or to what extent.